Manufacturer narrative:
The pod arrived fully deployed. Cracks were observed on the top and bottom housing. Discoloration was observed through both the top and bottom housing. Upon removal of the pod housing, corrosion was observed on all three batteries, and the pcb. The battery voltage of all three batteries were measured to be lower than expected due to the internal corrosion. An external power supply was used in an attempt at retrieving download data but was unsuccessful. The pcb was removed and re-attached to the power supply in a final attempt at retrieving download data, which was unsuccessful. Ultimately after multiple attempts, the download data was unavailable and lost. As a result, the presence of an alarm could not be determined. During fluid path testing, the internal and external tears were observed on unexposed and exposed portions of the soft cannula respectfully. The internal leak is confirmed as the cause of the corrosion, low batteries, and data loss. It could not be determined if the observed leak contributed to the reported event. It could not be determined if the cracks also contributed to the observed corrosion. The timing and cause of the external damages could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Investigation of the pod revealed cracks and discoloration on both the top and bottom housing. Upon removal of the housing, internal corrosion was observed, and an internal tear in the cannula was identified. The device was originally reported for a hazard alarm. The patient also reported a "blacky brown" discoloration underneath the pod. No impact to the patient's glucose level was reported.